Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead pin appeared to be bent. The physician placed the lead, lead capture, impedance and oversensing were not good. The lead was not used.